Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer is confirmed and was determined to be manufacturing related. One 4.5 fr microintroducer was returned for evaluation. An initial visual observation revealed a split at the sheath tip of the microintroducer. Biological residue was observed in the sample. A microscopic observation revealed the split at the sheath tip had material webbing. The shape, location, and extent of the damage observed on the returned sample suggest the sheath tip may have been damaged during the manufacturing process. The manufacturing plant determined that this was a low occurrence event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported during PICC insertion, a crack was discovered in the black section of the vascular sheath immediately after the white section was advanced. No further information was provided.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.